Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID unknown) was implanted due to hydrocephalus. The valve was set and stuck at an unknown setting. The reprogram attempts were unsuccessful. The patient was taken for a revision, and the valve was removed and replaced on (B)(6) 2026. The parents of the patient reported that they were not told by original implanter facility that magnets were to be avoided. The child had access to high powered magnets.